Manufacturer narrative:
Batch review performed on 21 november 2023: lot 2317271: (B)(4) items manufactured and released on 19-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional implants involved, batch review performed on 21 november 2023: cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2305168: (B)(4) items manufactured and released on 18-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2307813 lot 2307813: (B)(4) items manufactured and released on 3-may-2023. Expiration date: 2028-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 1 month post primary due to a dislocation of the head from the liner and the cause is unknown. There were no problem on the stem, the cup was malpositioned. The surgeon revised the cup, head and liner. The surgery was completed successfully.